Event description:
It was reported that the patient presented to the emergency room (ER) two days after the right ventricular (rv) lead was implanted. It was also reported that the rv lead was initially placed near the pulmonary artery outflow tract and on computerized axial tomography the lead appeared to be somewhat anterior to the free wall. Also the r-waves had dropped, a mild effusion was observed and there was possibly a perforation. The rv lead was repositioned without difficulty to the septum, the patient was stable and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.